Event description:
The customer reported that the 840 ventilator had an erratic screen. There was no pt involvement. Covidien tech support engineer (tse) troubleshoots this issue with the customer over the phone. The customer reported that he reseat the internal graphical user interface (gui) harnesses and unit is working properly. Covidien was not authorized to service the device.

Manufacturer narrative:
Covidien ref number: (B)(4).